Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: the pump powered on to a clear, legible display. The allegation of a dim/faded display could not be confirmed or duplicated on investigation. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) 365mg/dl with lethargy/difficulty waking up associated with a dim/fading/discolored display screen. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient could not read the display safely. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a dim display issue.